Event description:
I used fixodent from '07 until 2008. While I was using fixodent, I began experiencing numbness and tingling in my extremities. I was diagnosed with a brain aneurysm, and anemia. Dose or amount: denture; frequency: daily use; route: oral. Event abated after use stopped or dose reduced? No.